Manufacturer narrative:
The device is in used condition. No t¿s were returned. Partial frayed suture was returned. The device is functional; it cycles and actuates. There is slight twist of the delivery needle¿s distal tip. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted.

Event description:
It was reported the units misfired.